Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Additional patient information: ethnicity: not hispanic/latino, race: white.

Event description:
Received a copy of the customer's medsun report from the FDA which states, ¿female at (B)(6) gestation presented with contractions getting stronger since midnight. Patient tubing on IV set appeared to have broken right above y connection. Nurse able to clamp it off and call for help and change out the IV. The medsun provided additional information under "what was the original intended procedure?: tubing broke right above y connection. Nurse was in room and pt. Stated that her IV came undone. Nurse was in room and patient stated her IV had come undone. Nurse went to bedside and clamped tubing to avoid blood loss and called for help. The original tubing had not ever been clamped at this "broken" section of tubing. No harm to patient, no est blood loss." An incomplete date of event of (B)(6) 2019 was provided.

Manufacturer narrative:
The customer¿s report that the tubing broke right above y connection and leaked was confirmed to be a separation. Visual inspection identified a separation near the base of the y-split between the tubing (p/n 605518-000) and tubing (p/n 660134). Microscopic inspection of the tubing found insufficient solvent at the separation site. Further functional testing could not be performed due to the separation and obvious leaking that would occur at the separation. The tubing diameter was noted to be within iso-specification. The root cause of the separation is due to insufficient solvent during the manufacturing process.

Event description:
Received a copy of the customer's medsun report from the FDA which states, ¿female at full term gestation presented with contractions getting stronger since midnight. Patient tubing on IV set appeared to have broken right above y connection. Nurse able to clamp it off and call for help and change out the IV. The medsun provided additional information under "what was the original intended procedure?: tubing broke right above y connection. Nurse was in room and patient stated her IV had come undone. Nurse went to bedside and clamped tubing to avoid blood loss and called for help. The original tubing had not ever been clamped at this "broken" section of tubing. No harm to patient, no est blood loss." An incomplete date of event of (B)(6) 2019 was provided. It was reported that during a primary infusion of lactated ringers 1000ml at 125ml/hour and another primary infusion of oxytocin 30 units/500ml being titrated for uterine contractions, the tubing set leaked at the y-site. The nurse was at the patient's bedside when the leak occurred and prevented the patient from bleeding. The event occurred in the labor and delivery department. There was no blood loss, and no patient harm.

Event description:
Received a copy of the customer's medsun report from the FDA which states, ¿female at full term gestation presented with contractions getting stronger since midnight. Patient tubing on IV set appeared to have broken right above y connection. Nurse able to clamp it off and call for help and change out the IV. The medsun provided additional information under "what was the original intended procedure?: tubing broke right above y connection. Nurse was in room and pt. Stated that her IV came undone. Nurse was in room and patient stated her IV had come undone. Nurse went to bedside and clamped tubing to avoid blood loss and called for help. The original tubing had not ever been clamped at this "broken" section of tubing. No harm to patient, no est blood loss." An incomplete date of event of jan-2019 was provided. It was reported that during a primary infusion of lactated ringers 1000ml at 125ml/hour and another primary infusion of oxytocin 500ml being titrated for uterine contractions, the tubing set leaked at the y-site. The nurse was at the patient's bedside when the leak occurred and prevented the patient from bleeding. The event occurred in the labor and delivery department. There was no blood loss, and no patient harm.

Manufacturer narrative:
Changed reportable malfunction to serious injury.